Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event, and the case is considered closed.

Event description:
The customer complained about a membrane found broken during the first use. Blood flow rate: 300ml/min. Tmp: 550mmhg. No harm for the patient, the blood loss was very minor about 5-10 ml. No medical intervention was needed.